Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Date of event unknown/ not provided. Brand name unknown / not provided. Lot number unknown / not provided. PMA/510(k) number unknown / not provided.

Event description:
It was reported that the screw fractured in the implant. Tooth location 29.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned products identified the implant was returned with dried blood, signs of use, and a fractured screw piece inside. Functional testing to recreate the reported event could not be performed due to the nature of the devices & event. The reported devices were located tooth # 29 and were implanted for an unknown duration. The customer provided x-rays which show the fractured screw inside the reported implant. Device history record (DHR) reviews and complaint history reviews could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for biomet screws dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/ product holds for the items related to the reported event. Complainant reported that they have a patient referred to them for removal of an unknown broken screw with unknown lot # in biomet implant. The reported devices were returned and the reported event was confirmed as the provided x-ray showed the screw fractured in the implant, as well as the condition, is observed in the returned devices. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' .